Manufacturer narrative:
Philips service rebooted the system, and no further issues were reported. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the screen was black, and the system required multiple reboots to function on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.